Event description:
The MFR rec'd the unit without any paperwork as to why it was returned from the center. When the MFR contacted the center they indicated the driver has been returned because the unit does not recognize the emergency battery. The driver had logged 2000 hours of a 3000 hours service interval.